Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred which required a sternotomy for drainage. The pericardial effusion was discovered at the apex posterior during the echography final check after the procedure. The patient successfully recovered and there were no alleged performance issues with and abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.